Event description:
It was reported that one of the vector configurations for this left ventricular (lv) lead exhibited high out of range pacing impedances greater than 3000 ohms. Technical services (ts) reviewed the information and noted that the vector selected for pacing exhibited good measurements. Ts indicated that the out of range measurement likely related to the tissue and placing of the lead. No adverse patient effects were reported. This lv lead remains in service.